Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and perpetually reboot. The receiver was opened to download data log directly from the ui pcba board. The reported event of initializing screen without manual restart was not confirmed during log review. A probable cause could not be determined via product.